Manufacturer narrative:
The soft component of the up button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered and always active button(s) is the resulting. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(4) 2013, it was reported that the up button on the patient's infusion device was damaged and not fully functional. The rubber covering of the button has been peeled off and lost. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.